Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the shaft was kinked 2.5cm proximal of the tip. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console and the boot filled with fluid. The kink was microscopically examined, and it was revealed that the hypotube was separated in the location of the kink. The ends of the separation of the hypotube were ovaled which indicated that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will stop working and won't prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and fluid to build up in the boot and liquid to leak from the manufactured vent hole in the boot.

Event description:
Reportable based on device analysis completed on 24nov2020. It was reported that an error message and pump assembly leak occurred. The target lesion was located in the left lower extremity. An angiojet solent omni was used for a thrombectomy procedure. During the procedure, it was noted that the device alerted a check saline supply error when run under power pulse mode for 10 seconds. The physician tried for several times but still getting the same error. There was liquid flowing from the lower of the pump. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.